Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead had not been checked in several years. The shock lead impedances have been high, out of range for a considerable period of time. Lead calcification was suggested as the most likely explanation for the impedance values behavior. A synch max energy shock was recommended to determine the actual shock lead impedance. The caller was advised of the risks for higher than 145 ohms impedances. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead had not been checked in several years. The shock lead impedances have been high, out of range for a considerable period of time. Lead calcification was suggested as the most likely explanation for the impedance values behavior. A synch max energy shock was recommended to determine the actual shock lead impedance. The caller was advised of the risks for higher than 145 ohms impedances. The rv lead has been explanted at this time and a new rv lead implanted. No additional adverse patient effects were reported.